Event description:
It was reported that the cast cutter overheated during quality testing at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a worn rear bearing assembly, which was replaced along with other components.